Event description:
The customer obtained lower than expected vitros trop I es and vitros myog quality control results on the vitros 5600 integrated system. Qc fluid 23533 level 1: vitros trop I es result= 0.012 vs. An expected result= 0.08 ng/ml; vitros myog result= 17.60 vs. An expected result= 73.4 ng/ml; qc fluid 23790 level 2: vitros myog result= 111.55 vs. An expected result= 277.5 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
During investigation, the customer obtained lower than expected vitros trop I es and vitros myog quality control results on the vitros 5600 integrated system. There was no evidence to suggest a reagent malfunction had occurred. An ocd field engineer performed service actions and repairs to the well wash subsystem of the analyzer. Following these actions, acceptable analyzer performance was observed. The most likely root cause is analyzer related.